Event description:
It was reported to fresenius (via voluntary medwatch report mw5175806) that the hemodialysis (hd) patient was in treatment utilizing the fx coral fx80 when they reported shortness of breath. The patient was also hypotensive. The patient was administered normal saline (ns) and oxygen (o2). 911 was activated and the patient was referred to the local hospital for further evaluation. Additional information was obtained through follow-up with the clinic manager. The patient was scheduled for a regular 3 hour and 30 minute hd treatment on (B)(6) 2025. The patient¿s pre-treatment vital signs were blood pressure (bp) 120/67, heart rate (hr) 78, and respirations (r) 18. The patient was initiated on treatment at 11:58am utilizing the fx coral fx80 dialyzer. At 12:30pm the patient reported shortness of breath. The vital signs at this time were bp 140/75, hr 89, r 20, and oxygen saturation (o2 sat) 82-85%. The event was classified as a dialyzer reaction. Treatment was discontinued at this time. The patient¿s blood was returned. The patient was administered 250ml normal saline (ns) 0.9% intravenous (IV) and o2 5l. The patient was transported to the emergency room (ER) via emergency medical services (ems) and admitted to the hospital. The patient was administered IV zosyn (dose, frequency, and duration unknown) and was placed on continuous positive airway pressure (CPAP). The patient was discharged on (B)(6) 2025. The patient has since been transitioned to a new dialyzer with the gambro revaclear 300 which has resolved the patient¿s issues.